Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. During visual inspection the following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display, cracked display window, cracked case near display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the battery compartment, reservoir window, and display window were cracked. Customer's blood glucose was not provided. Customer is returning the device for further analysis.